Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flush valve will be replaced.

Event description:
The hospital reported that the flush valve failed during testing (pressure is higher than expected). There was no report of patient involvement.